Event description:
Clip will fall out or clip will be partially crimped after activating the applier. Five or six clips will apply perfectly and then a series of 2-3 that fall out uncrimped or do not close completely after squeezing the applier.

Manufacturer narrative:
We have not received the complaint device for evaluation. Hence, we could not conclusively determine the root cause of the incident. Please note that during the in-process inspection, the manufacturing operator visually inspects a sample of the gc clips by checking the tips of the clips are either touching or crossed over to be accepted. A batch review of the affected lot could not be performed since the lot number was not provided to us. We have reviewed our complaint history records for the last 5 years. We have not received any other complaints of a similar nature for anastoclip gc-medium. Hence, we consider this to be an isolated incident.